Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant, the right ventricular lead exhibited r wave amplitude variation. The lead was replaced.